Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented a door open alarm on channel one. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review and functional testing were performed. During the alarm log review a door open alarm was identified. Upon visual inspection the door was found to be damaged. The cause of the damage could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The pump head door assembly was replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.